Manufacturer narrative:
Batch review performed on 24 january 2018 lot 156304: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex #2/14 mm l reference 02.12.0214fl (k121416) lot 163355: (B)(4) items manufactured and released on 12 sept 2016. Expiration date: 2021-08-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to superficial infection at the incision site, that communicate with the joint, 22 days after primary. The surgeon washed out the infection and replaced the poly with a size2x14mmm left poly. The surgeon inserted the poly incorrectly (lot 163355), at which time the locking mechanism was damaged. An insert from another lot was opened and inserted without further delay.